Manufacturer narrative:
This event occurred outside the us where the same model is distributed. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: proximal conductor fractured; distal segment returned and analyzed.

Event description:
It was reported that the rv lead impedance and pacing threshold had increased. The lead was removed and replaced. No patient complications have been reported as a result of this event.